Event description:
Related manufacturer reference number: 1627487-2022-01935. It was reported that the patient underwent surgical intervention on an unknown date to partially remove the portion of the leads above the anchor site due to pain at the lead location. The physician performed a second surgical procedure on (B)(6) 2022 to explant the remaining product and implant new devices to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.